Event description:
When in use, the extension tube leaks at the connection to the straight luer fitting and can be returned to the defective product.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information available.

Manufacturer narrative:
1. DHR/bhr review (lot#4323692): 1)the products of this batch were assembled at intima ii auto line 2 in dec, 2024, and packaged at r240 & cfs package line in dec, 2024. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 4)the extension tubing batches used in this batch of products is 4328558, review the raw material inspection records, no abnormalities. 2. The customer returned 2 photos and 1 defective sample: 1)the photos show that the sample has been used, the specification is 24g, and the exact location and condition of the leakage could not be identified in the photos. 2)the returned sample shows: the specification is 24g, and the sample has been used. Microscope examination of the sample's extension tube revealed damage on the tube, which is approximately 2mm from the metal wedge inside the pp connector. 3. The retained sample of this batch is taken for 45psi leakage test. The test result is within the product specifications. 4. Possible cause: 1)based on the analysis of the damaged area and condition of the returned sample extension tube, the extension tube was pierced by the turntable pin of z6 during the assembly of the indwelling needle. 2)after the z6 turntable pin breaks, it is replaced by the operator. Sometimes the replaced pin has burrs, which can cause damage to the extension tube at the z6s11 and s12 punching stations. 5. Improvement measures taken: after replacing with a new pin, inspect the pin under a microscope to ensure that the replaced pin has no burrs or other abnormalities, thereby ensuring quality. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. After the inspection of the returned sample, the extension tube was damaged due to being pierced by the turntable pin of z6 during the assembly of the indwelling needle. The plant has taken corrective actions and has been continuously monitoring this defect issue.